Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads; upn: m365sc8216500; model: sc-8216-50; serial: (B)(4); batch: (B)(4).

Event description:
It was reported that the patient developed an infection at the ipg site, unsure as to what caused it. The patient was prescribed an antibiotics. The patient underwent a system explant procedure and was doing well postoperatively. The explanted devices will not be returned.